Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista 1000 ventilator displayed unstable 315 pressure values. No patient involvement

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation; however, it was discovered that the inspiration block with likely defective. After the inspiration block was replaced, the device passed all testing and no longer had issues. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.